Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. The instrument was found to have a broken pitch cable at the distal clevis hub; therefore the movement of the instrument was not precise. The broken cable segment that contains the crimp was still installed in the clevis. No other damage found. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to this reported event. The customer reported complaint does not itself constitute a MDR reportable event; however; the broken pitch cable, found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci assisted surgical procedure, the surgeon was unable to control the permanent cautery spatula instrument. There were no reports of fragments falling into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.